Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up. Upon troubleshooting, fse found that the power plug for the monitor was slightly pulled off the monitor's plug socket. The philips engineer reseated the cable plug- in socket. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the power connector plug was loose. The plug was reseated and the system was returned to use in good working order.